Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 3/27/2019. Device returned to manufacturer? Yes. Device evaluation: a packaging box of zcb00 was received at the manufacturing site for evaluation. There was inside a loose lens and some labels. The lens was observed under microscope, and viscoelastic residues were observed in the optic zone and in the haptics. Black particles like fibers were observed in one side of the surface of the optic zone. A photograph which accompanied the sample clearly identified the location and material of interest. Microscopic examination revealed a small, dark mass of fibers on the iol surface. The mass was removed with needle-point tweezers and analyzed by ftir. The lens was analyzed using the fourier transform infrared (ftir) spectroscopy. The ftir analysis indicates the foreign debris is consistent with a cellulosic material (e.g. Cotton, rayon, lint). The iol can be expose to different materials during the manufacturing process, however throughout the manufacturing processes there are various cleaning operations and 100% visual inspection utilizing a microscope magnification steps that would have identified and discarded a lens with a similar particulate or substance, as required by the manufacturing site approved procedures. As part of the manufacturing process there are controls in place to detect this type of nonconformances (cleaning processes, visual inspections (microscopes 10x), environmental controls (clean room class 6), manufacturing processes executed on laminar flow hood, visual criteria certification). In addition, as required in the direction for use (dfu) the lens should be removed from the pouch in a sterile environment and examined thoroughly to ensure particles have not been attached before implanting. However, based on the evidence observed, it is not possible to confirm if the particle or substance observed is related to manufacturing, as the reported lens was handling and prepared for surgical procedure. The customer's reported complaint was verified; however, a product deficiency could no be determined due to the handling process with the lens. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search in complaints history revealed that no other complaint has been received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as there was no patient contact with the lens. If explanted, give date: not applicable, as there was no patient contact with the lens. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a black spot was noticed on an intraocular lens when removing from packaging. No additional information was provided.